Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been corrected: d4: lot number.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was returned for investigation. Visual inspection of the returned product identified worn markings due to usage, however no damage identified. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. The implant matched print specifications when compared print specifications. No pre-existing conditions were noted on the product experience report (per). The reported devices was located on tooth #30 and was used for approximately 8 days. X-ray or picture was not provided. A device history record review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Sterilization record was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complainant reported that the patient experienced nerve injury. Patient was experiencing numbness a week after implant placement. The reported complaint could not be verified. A definitive root cause for this complaint could not be determined. The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes.'

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Additional PMA/510(k) number ¿ k101880.

Event description:
It was reported that the patient experienced nerve injury. Patient was experiencing numbness a week after implant placement. Pt. Was referred to specialist for extraction of implant.